Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012, another cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product. Additionally, the certificate of death was provided indicating the immediate cause of death was cardiopulmonary arrest and underlying causes were ventricular fibrillation, coronary artery disease, diabetes mellitus ii, end stage renal disease and hypertension.

Manufacturer narrative:
This is one event (death) of three events reported for the same patient involving two separate products; associated mdrs 1225714-2014-00253, 1225714-2014-00254, 1225714-2014-00255, 1225714-2014-00256, 1225714-2014-00257 and 1225714-2014-00258.